Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v881399, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# v881399, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was replaced due to a device malfunction.

Event description:
It was reported that the patient had problems with two lead wires, they fractured/ broke. This occurred 2 years ago. The whole system was replaced because the battery was at 50%. No further information was provided regarding this event. If additional information is received, a follow-up report will be sent.